Manufacturer narrative:
Manufacturer's investigation conclusion: the report of low flow and driveline fault events can be confirmed based on the submitted log files. Throughout the captured data, numerous low flow and driveline fault events were captured while the patient was supported by the power module and batteries. Per the vad coordinator, the low flows were due to cardiac recovery. Based on complaint history and similarly reported events, the driveline faults captured in the log files are potentially consistent with a damaged wire in the patient¿s driveline, however, a specific cause for the driveline fault events cannot be conclusively determined through the evaluation of the returned distal end of the driveline. A distal end driveline replacement was performed by a tech services representative on (B)(6) 2020. Approximately 22¿ of the external portion/distal end of the driveline was returned. An electrical continuity test of the returned driveline was conducted, and all wires were found to be electrically intact. No wire-to-wire or wire-to-shield shorts were induced in this testing, even with the manipulation of the driveline. Rescue tape was observed from 0-4¿ from the metal connector, and cosmetic damage was noted between the metal connector and the bend relief. The silicone sleeve was removed, and the examination of the bionate revealed a brown tint. The bionate was removed and areas with shield breakdown were noted. The shielding was removed, and visual and microscopic examination of the underlying wires revealed no evidence of any breaches or damage to the wire insulation or underlying conductors. The driveline was submerged in a saline bath for hipot testing to check the resistance of each wire¿s insulation. The test did not reveal any current leakages in the insulation of any of the driveline wires that would have resulted in an electrical short. Following the repair, the patient continued to experience driveline faults; however, it was reported that they would not undergo a pump exchange. The patient remains ongoing on vad support. The heartmate ii left ventricular assist system (lvas) patient handbook, is currently available. Section 4 of this handbook contains information on ¿caring for the driveline.¿ however, all heartmate ii lvad drivelines have the potential for wire/shield breakdown to occur depending upon the length of use and movement/flexing over time. The section entitled "alarms and troubleshooting" outlines all system controller alarms as well as how to respond to each alarm condition. This document patient the user that in the event of a low flow hazard alarm, call your hospital contact immediately for diagnosis and instructions. The heartmate ii lvas instructions for use (IFU) is currently available. The section entitled ¿pump performance monitoring¿ under patient care and management covers wear and tear to the driveline. The IFU warns that at least one power cable must be connected to a power source at all times. The section entitled ¿system monitor¿ explains that the low flow hazard alarm is triggered when pump flow is less than 2.5 lpm, the pump has stopped, the pump is not operating properly, or the driveline is disconnected from the system controller. Changes in patient conditions can result in low flow. The section entitled ¿alarms and troubleshooting¿ explains all system alarms and the recommended actions associated with them. Review of the device history records for (B)(6) showed no deviations from manufacturing or quality assurance specifications. The implant kit was shipped to the customer on 20dec2010. No further information was provided. The manufacturer is closing the file on this event.

Event description:
Related manufacturer report number: 2916596-2020-04226.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient was having frequent low flow alarms along with driveline fault alarms. Upon review of the log files technical services, they noted that there were multiple low flow alarms. Technical services noted that the equipment was not causing these events. The low flow events seem patient related. The log file also captured driveline fault alarms. Technical services suggests that the patient's controller be exchanged. The patient had a driveline repair, however, it was unsuccessful. The black wire was determined to be broken internally. The patient continues to have driveline fault alarms and low flow alarms. Upon review of the log files, technical services noted that the data suggested orange wire damage in addition to the broken black wire. The low flows were caused by cardiac recovery. The patient is stable and not having any symptoms.